Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the patient became hemodynamically unstable with elevated heart rate and blood pressure during the ablation procedure. The procedure was cancelled out of an abundance of caution. There was no patient injury reported.